Event description:
Physician was attempting to use an endeavor resolute rx drug eluting stent to treat a lesion in the lad with 85% stenosis, calcification and tortuosity. The lesion was pre-dilated twice with a sprinter legend balloon for 10 seconds at 12atm. The 55% stenosis remained after pre-dilation. The device could not pass the lesion due to calcification. The physician dilated the lesion again and used a new device to complete the surgery. The physician concluded this event was not related to the device. The device was returned to the manufacturing facility and damage was noted to the stent. Evaluation summary: the hypotube was undamaged. The distal tip was undamaged. Initial mandrel movement was successful. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 6th and 7th proximal segments were misaligned, the 8th and 9th proximal, 8th and 9th distal and 4th and 5th distal segments were misaligned with slightly raised struts. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Results, conclusion: stent deformation, 55% stenosis, calcified and tortuous lesion. (B)(4).